Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg), however, a specific value was not provided. Customer delivered a bolus via the pump to address bg level. Reportedly, the customer was not performing the air removal step of the load process. Tandem technical support educated the customer regarding supply usage. Reportedly the customer continued to use the pump for insulin therapy.